Manufacturer narrative:
The device was returned and evaluated. The returned device analysis did not confirm the reported leak/splash (loss of fluid column during prep). The sgc was able to hold the column without any leak. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on this information, a cause for the reported leak/splash (loss of fluid column during prep) cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed for leak. It was reported that during device preparation of the steerable guide catheter (sgc), when the dilator was introduced, air was introduced. It was suspected that the valve was incompetent. The device was not used and there was no patient involvement or a clinically significant delay in procedure no additional information regarding this issue was provided.